Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was turned off for an extended period of time, and the customer was now unable to power the pump back on. Customer's blood glucose level was not impacted due to this reported issue. Reportedly, the customer has manual injections as alternate insulin therapy.